Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced leakage. The following information was provided by the initial reporter: leakage occurred with the venflon.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. H6: investigation summary a device history review was conducted for lot number 2050076. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, eleven samples were provided for evaluation and testing. Three used devices were subjected to visual inspection. In all three cases, our engineers identified similar nonconformities at the cannula hub. The remaining eight samples were unused, and still sealed in the original packaging. These devices were also subjected to visual analysis, and two devices were identified with has having the same issue to the three used devices. The issue has been confirmed. All five device were subjected to leakage testing and were found to leak from the cannula hub and the location of the nonconformance. In response to these findings a review of the manufacturing process was performed. Our engineers identified multiple locations of potential concern. The nonconformance on the device did not display any characteristics that allow for a definitive identification of the root cause at this time. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced leakage. The following information was provided by the initial reporter: leakage occurred with the venflon.